Manufacturer narrative:
The device has not been received to date. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. The customer¿s olympus sales representative reported tried two different maj-1430 and still no image. Tac inquired if the olympus sales representative tried another scope and didn¿t. Tac instructed the customer¿s olympus sales representative the issue was the socket. The customer¿s olympus sales representative will try another scope and call back if issue was not resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported to olympus, no image, but were getting a image in programmable in- put processor (pip) on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, after reviewing the information provided, it was confirmed, that there was no image/image blackout. However, since the device was not returned for evaluation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.